Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 1999 has since opacified. Visual acuity reported as 20/200 od and prognosis stated as fair in 2004 follow up visit. No further info is available at the time of this report.